Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial #: (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 16-aug-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-oct-11, (B)(4) (hcp, rep): information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving baclofen with concentration 2000 mcg/ml at a dose rate of 679 mcg/day and infumorph with concentration 3 mg/ml at a dose rate of 679 mcg/day via an implantable pump for spinal pain. It was reported that the patient¿s catheter surfaced through their skin. It was further indicated that there was no pump or catheter malfunction. The event occurred during normal use. The patient¿s complete catheter was explanted. They planned to re-implant when healed. The device was explanted without a company representative present and the hcp had discarded the explanted device. Diagnostic tests/troubleshooting performed including results and dates was indicated as being not applicable. Environmental/external/patient factors that may have led or contributed to the issue was indicated as being not applicable. The issue was noted as having been resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was receiving at the time of the report was unable to be obtained. The patient¿s medical history was indicated as having been requested but was unknown. The patient¿s weight was unknown at the time of the report. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The patient¿s weight was unknown. The pump was clarified as having also been explanted.